Event description:
It was reported that this inflatable penile prosthesis was not inflating. The device was explanted, and it was identified that the tubing connecting cylinder to pump was fractured causing saline to leak out. The device was replaced. No patient complications were reported.